Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was reportedly moderately tortuous and calcified which likely contributed to the reported difficulties. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Evaluation of the returned xience v stent delivery system (sds) noted the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was separated at the proximal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated 7 mm distal to the guide wire exit notch. The fracture face was stretched and jagged. The separated portion, including the stent and balloon was returned frozen on the proximal end of an unknown bmw guide wire. There was 149.5 cm of the guide wire extending out from the tip of the sds. The sds outer member was wrinkled 10 cm proximal to the separation for a length of 3 mm. The inner member was bunched 2 mm distal to the distal marker. The inner member was also bunched at the proximal and distal ends of the distal marker. There were multiple bends in the hypotube 8cm proximal to the guide wire exit notch for a length of 42cm. The guide wire was returned with multiple bends and kinks. The guide wire could not be removed from the sds, confirming the reported information. The outer diameters of the guide wire were measured and met manufacturing criteria. It is likely the patient anatomy contributed to the reported difficulties. Anatomical conditions, such as tortuous vessels, could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the guide wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. In this case it is likely that the shaft bunching, separation and bends occurred during the attempt to remove the sds from the guide wire as there was no damage noted to the sds prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure; however the initial cause of resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed. There is no lot specific product quality deficiency. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the difficulties with the guide wire could not be determined. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that the 3.0 x 28 mm xience v stent delivery system (sds) would not cross the tortuous, calcified and angulated lesion and became frozen on the guide wire. The guide wire and the sds had to be removed as a single unit. It is unknown if anything crossed. No adverse patient effects were reported. No additional information was provided. Return device analysis revealed that the inner and outer member of the sds was separated.